Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10. A replacement glidescope video baton 2.0 large was provided to the customer and the video baton 2.0 large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 large and noted that the video baton intermittently ceased to be recognized by the monitor when connected to test equipment. The camera image quality test was performed and failed. The technical service representative attributed the intermittent image issue to baton failure. Since the customer had already received a replacement glidescope video baton 2.0 large, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, there was no image on the monitor. A delay in the procedure of an unknown duration occurred as another glidescope video baton 2.0 large was obtained. No harm to the patient or user was reported.